Manufacturer narrative:
The insulin pump was received with scratched casing, a missing retainer ring, missing reservoir tube o-ring, pillowed keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, and minor scratches on the lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was an issue with the insulin pump; the device was damaged. Troubleshooting occurred. The insulin pump was returned and replaced.